Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 600 mg/dl. Customer¿s current blood glucose level was 284 mg/dl. Customer was treated with manual injection. Customer state that insulin pump drive support cap was normal. There was no air bubble and leak. Customer was not alleging for under delivering. The insulin pump will not be returned for analysis.